Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level goes up from 287 mg/dl to 423 mg/dl. Customer stated that they received no delivery alarm. Customer stated that it was a past event and resolved by infusion set change. The device will not be returned for analysis.